Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During the transvaginal drainage of abscess procedure the abscess was punctured with a kellett needle as routine. The stillette was withdrawn, but then pushed back again to verify the position before removal. The wire was then inserted through the cannula, but it coiled in the vagina instead of in the abscess. The cannula was withdrawn and 5cm of catheter was seen to be missing. The detached end was found in the vagina, it was assumed to be left in the abscess cavity. A new needle was used to re-puncture and drain the abscess. Addition information has been requested, however it was not provided at the time of this report.

Manufacturer narrative:
(B)(4). Investigation: a review of the complaint history, quality control (qc), specifications and trends was conducted for the purpose of this investigation. Per qc, inspectors verify needles by measuring outer diameter, length, and inside diameter, verify size and type of tubing, verify overall length and length of taper, verify surface is clean and free of damage, and verify correct fit and length from distal end of the cannula. The product was not returned to assist with the investigation. Based on the description of event and additional information in the mhra incident report, it is assumed that the user used the device in the following manner: the abscess was punctured in a normal manner. The stylet (trocar) with cannula (needle) was withdrawn, but then pushed back in through the catheter to check position before removing the needle assembly (stylet with cannula). The needle assembly was withdrawn. Wire was then inserted through the catheter, but it coiled in the vagina instead of the abscess. Catheter withdrawn and 5 cm was seen to be missing. It is assumed that when the customer refers to the stylet, they actually mean the needle assembly, and when they refer to the cannula, they actually mean the catheter. It is likely that when the user withdrew the needle assembly and reinserted it through the catheter (which was noted to be bent in the patient) that the sharpness of the trocar or needle/cannula severed the catheter and resulted in the separation. There is no evidence to suggest the device was not manufactured per specifications. Appropriate personnel have been notified. We will continue to monitor for similar complaints.

Event description:
During a transvaginal drainage of abscess procedure the abscess was punctured with a kellett needle as routine. The stillette was withdrawn, but then pushed back again to verify the position before removal. The wire was then inserted through the cannula, but it coiled in the vagina instead of in the abscess. The cannula was withdrawn and 5cm of catheter was seen to be missing. The detached end was not found in the vagina, it was assumed to be left in the abscess cavity. A new needle was used to re-puncture and drain the abscess. A new needle was used to puncture and drain the abscess. No additional procedures have been reported. Additional information has previously been requested in regards to the location of the needle. However, it was not provided by the reporter.